Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a hemodialysis (hd) machine had no power and a burning smell was present during rinse mode. It was discovered there were discolored wires in the power supply on the bridge rectifier and the power switch in the power supply was open on the neutral side. The front panel interface board had component damage that was due to fluid and caused the front panel to be unresponsive. The power supply and interface board were replaced to resolve the issues. The machine was operated for two hours through the entire heat disinfect cycle with no further power or other issues. There was no patient connected to the machine at the time of the incident and there was no noted harm to any patients or individuals because of this malfunction. There was no report of smoke, sparks or flames. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed.

Event description:
A user facility reported a hemodialysis (hd) machine had no power and a burning smell was present during rinse mode. It was discovered there were discolored wires in the power supply on the bridge rectifier and the power switch in the power supply was open on the neutral side. The front panel interface board had component damage that was due to fluid and caused the front panel to be unresponsive. The power supply and interface board were replaced to resolve the issues. The machine was operated for two hours through the entire heat disinfect cycle with no further power or other issues. There was no patient connected to the machine at the time of the incident and there was no noted harm to any patients or individuals because of this malfunction. There was no report of smoke, sparks or flames. Additional information was requested but was not received to date.